Event description:
It was reported that during the procedure the unit was low on power. There were no patient consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. The pulsar generator was received in fair condition with minor surface imperfections. The unit delivered rf energy correctly into the fixed resistors. The error log revealed no errors. There were no problems found. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.